Event description:
The customer reported to customer service that after pumping while at work she went to remove the power supply from the outlet and when she grabbed it, the transformer housing "crumbled into pieces, almost like it was brittle." An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she purchased her pump on (B)(6) 2012 and had not used it much. On (B)(6) 2012, the first day of using the pump outside of her home, when she unplugged the power supply, the "entire black plastic casing of the adapter completely crumbled, like the plastic was brittle (as if it had been left out in the sun a long time, which of course, it had not). She also indicated that she sent the power supply back; however, as of the date of this report, the power supply has not been received. A breach in the transformer housing is a safety risk. The product involved in the complaint was not returned for testing/analysis. No conclusion can be made as to the cause of the event. The unit is ul certified and, as such, has been tested for impact and dropping. The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops), but not to the extent of the housing actually splitting apart. This product was released as a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product are currently being investigated and will continued to be monitored for similar issues. Should the product be received, resulting in new, changed, or corrected info, a follow up report will be filed.